Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-05528; 05529.

Manufacturer narrative:
Evaluation codes: method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to foreign material on product. However, the individual affected device was replaced, reworked, repackaged, re-sterilized, and re-inspected prior to release for distribution. The DHR nonconformance is not related to the alleged device complaint. No nonconformances were identified in the sterility batch record reviewed. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.